Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during surgery, the doctor placed the clip applier in place ready to clip a big vein. As it was closing, it misfired. Two clips came out of the device and crisscrossed with each other. This occurred upon initial use of the device in this surgery case. The device was immediately removed from the field and a new one obtained. There was no patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found that the instrument was partially applied. Two unformed clips were jammed in the distal end near the jaws. The jammed clips were removed. Functional testing noted that the instrument was applied to appropriate test media and cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. It was reported that unformed clips jammed between the jaws of the device. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the instrument was actuated without completing the firing cycle, with a clip already in the jaws. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: firing a clip over another clip or other obstructions may result in bleeding or leakage and may damage the instrument jaws. Also, squeeze the handle firmly as far as it will go. Failure to squeeze the handle completely may result in an improperly formed clip and possible bleeding or leakage. Failure to squeeze the handle completely may prevent the jaws from opening. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a robotic-assisted laparoscopic left nephroureterectomy, the doctor placed the clip applier in place ready to clip a big vein. As it was closing, it misfired. Two clips came out of the device and crisscrossed with each other. This occurred upon initial use of the device in this surgery case. The device was immediately removed from the field and a new one obtained. No patient injury.